Event description:
It was reported that the cardiac monitor diagnosed two asystole events where the patient did not have any correlating syncope associated with the episodes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.